Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately ten days post implant that the right ventricular (rv) lead exhibited elevated threshold and micro disl odgement was suspected. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.